Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent a revision procedure wherein the ipg was relocated and remains implanted. The patient was doing well post-operatively.